Manufacturer narrative:
Evaluated one opened/used enlite sensor and performed visual inspection and found sensor cannula retracted inside sensor base. We were unable to confirm if customer received sensor in said condition due to customer returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when he removed the sensor, the cannula was missing. The cannula had retracted. The transmitter did not blink when connected to the sensor. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.